Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site and checked the configuration for the room temperature default. It was correct in the configuration screen. The fe checked the temperature of both incubators and they were ( incubator #1 was 24.5 degrees ) and ( incubator #2 was 36.4. Degrees). The customer had reset the provue and the temperature was correct after the reset. The customer ran and verified that the controls were in range. Instrument is operating as expected. No repairs needed.

Event description:
The customer was performing a type and screen tests when the provue temperature of the incubator heat block was to high. No incorrect or erroneous results were reported as a result of this incident. (B)(4).